Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the right ventricular lead exhibited noise leading to noise reversion and oversensing. The lead was explanted and replaced. The patient was in stable condition post-procedure.